Manufacturer narrative:
(B)(4). Results: aneurysm expansion. Unknown cause of aneurysm enlargement. Conclusion: aneurysm expansion. Unknown cause of aneurysm enlargement.

Event description:
A talent stent graft system was implanted in the patient through the left femoral artery for the endovascular treatment of a 42 mm diameter fusiform thoracic aortic aneurysm in zones 2 and 4. The proximal aortic neck was 30 mm in diameter and 40 mm in length, the distal aorta was 39 mm in diameter, and the distal length of the aortic neck was 30 mm. The right iliac artery was 9 mm in diameter and the left iliac artery was 10 mm in diameter. The right and left femoral arteries were 9 mm in diameter. Tortuosity was reported to be mild. It was reported that on at the patient¿s 1 month follow-up it was noted from imaging that the aneurysm measurement was 43 mm. At the patient¿s 12 month follow-up it was noted from imaging that the aneurysm measurement was 50 mm. At the patient¿s 2 year follow-up imaging noted that the aneurysm measurement was 54 mm. There was no endoleak present. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: there was aneurysm growth to 64 mm in diameter after a CT without contrast was performed at approximately 52 months post implant. Another CT was performed 6 months later revealed there was an unknown endoleak and that the aneurysm measured 70 mm in diameter. No sequelae were reported and the patient is being monitored by their physician.